Event description:
Caller indicated the assure 4 meter was giving high readings. Resident was tested on one assure meter read 73 and the second assure meter read 84, ER meter read 27. On another day, one assure meter 122 and the second assure meter read 87, ER meter read 47. Caller was taken to the ER due to the symptoms. Control tests were within range. The resident is now feeling fine. Facility has requested that we replace all meters in facility. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.